Event description:
This ra lead was showing noise which caused unnecessary mode switching along with unnecessary ventricular pacing. The patient was experiencing chest pressure. The lead was explanted and replaced. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 45.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. An extraction aid was found on the fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis demonstrated 34.5 cm proximal to the lead tip that the insulation was found abraded through, which is assumed to be the root cause of the reported oversensing. The abrasion was consistent with exposure to constant friction against the generator housing. Further analysis revealed additional cuts into the insulation 32 cm proximal to the lead tip and a bent fixation helix. These damages most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.